Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A risk manager reported, during lasik treatment of the left eye the surgeon realized the excimer was programed for a right eye with approximately seven to eight seconds remaining. The treatment was not completed that day. The patient was brought back two days later and retreated. Five days following retreatment the patient is doing well.

Manufacturer narrative:
A review of the treatment report shows that two treatments plan with the same refraction were created for right eye for the patient. Logfile review for day of treatment confirmed that the treatment plan for right eye with the refraction: sphere-7.00d cylinder -0.50 d axis20 were performed two times for the same patient. The first treatment was interrupted at about 50% by the user. The second treatment was performed successfully without interruption. A technical root cause could be excluded. The root cause is user error. The root cause is user error. (B)(4).